Manufacturer narrative:
Customer returned (23) 3/10cc, 8mm, 30g syringes (2 loose, 21 in sealed poly bags) from lot # 6319799. Customer states that it is hard to push the plunger rod. All returned syringes were examined and one loose sample and one sample from the sealed poly bag exhibited a deformed stopper in the barrel. All remaining samples were tested and all plunger rods were able to move in the barrel easily without any observed defects. (B)(4) has been opened to address this issue samples will be forwarded to manufacturing (holdrege) on 10nov2017 for further review. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. (B)(4) has been opened to address this issue.

Manufacturer narrative:
Investigation: on 14nov2017, holdrege received twenty-three (23) 0.3ml, 8mm, 30g syringes (21 in sealed polybags and 2 loose syringes) from batch# 6319799. All samples were decontaminated per (B)(4) prior to being evaluated. Upon evaluation by qe ah, all samples were visualized and the same defects were found during this analysis. Two samples were disassembled and it was noted that the stoppers remained in their deformed configuration. Cycle testing of these samples noted that there was sufficient lubricant (silicone) present within the syringe barrel. CAPA (B)(4) was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s).

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger of the bd plastic pack ¿ / bd lord's ¿ insulin for subcutaneous administration with needle syringe was hard to push.